Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited polarity switch due to impedance problem. The atrial lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the atrial lead exhibited high pacing impedance and inappropriate mode switch due to noise oversensing.